Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an laao procedure, a trans-septal puncture was made and a 14f amplatzer torqvue 45x45 delivery sheath was advanced to the laa with a pigtail catheter inside when the patient became acutely ill and had a sudden drop in blood pressure. A tte revealed pericardial tamponade requiring a pericardial puncture. After evacuating approximately 400 ml of blood from the pericardium, the patient was stabilized and moved to the ICU. Per report, it is unclear what led to the tamponade but it was suspected that the patient moved his right leg due to pain in the femoral vein which possibly contributed. Within a few hours, the patient had recovered. No amulet was implanted.